Event description:
International affiliate reports the expedium uniplanar screw was used for scoliosis surgery (t3-l3). After the scoliosis correction was done, the surgeon was attempting to tighten a concomitant device set screw at final tightening, but it was found rotating idly and could not be tightened at all. He suspected the damaged uniplanar screw thread and fixed l3 (left) by binding with nesplon tape instead. Due to the incident, the procedure was extended 60 minutes. The screw remains in the patient.

Manufacturer narrative:
Additional narrative: the expedium uniplanar screw was implanted and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. A 12-month review of the complaint trend analysis for the product family indicated no other complaints have been reported for thread damage/stripping to the threads on the screw¿s tulip head. Without the return of the device we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is necessary at this time as we are unable to confirm the reported issue or identify the root cause. No systemic trend has been observed. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains implanted.

Manufacturer narrative:
A 12 month review of the complaint trend analysis on the expedium uni-planar screw was conducted on the device family based on a similar geometric design and functionality of the tulip head threads. This analysis found no systemic trends that require further action. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.